Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in an inner shunt in the moderately calcified and moderately tortuous subclavian vein. An 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation; however, on the first inflation at 8 atmospheres for 6 seconds, the balloon ruptured. A 6.0-20/90 peripheral cutting balloon was used and successfully dilated the lesion. Subsequently, angiography revealed improvement of blood flow and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A complete circumferential tear was identified in the balloon material. The tear was located at 2.4mm distal to the distal edge of the proximal markerband. The distal section of the balloon tear was pulled out over the tip section of the device. An examination of both sections of the balloon tear identified no other damage to the balloon material. No kinks or damage was identified along the entire length of the shaft. A microscopic examination of the proximal and distal markerbands identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in an inner shunt in the moderately calcified and moderately tortuous subclavian vein. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, on the first inflation at 8 atmospheres for 6 seconds, the balloon ruptured. A 6.0-20/90 peripheral cutting balloon was used and successfully dilated the lesion. Subsequently, angiography revealed improvement of blood flow and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).